Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that after a laparoscopic cholecystectomy procedure, the patient had a post-operative leak. There were no apparent issues during the procedure and the device was disposed of after the case. An unknown period of time after the initial procedure, a post-op leak was diagnosed. It is not known how the leak was treated, but the patient did not require re-operation. The current status of the patient is not known.